Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. Review of the patient's download data revealed that the patient received a total of 12 treatments from the lifevest. The patient was reportedly in the hospital and had lost consciousness at the time of the treatments. Between 12:59:10 am on (B)(6) 2019 and 1:28:59 am, the patient received the first three appropriate treatments. The patient's rhythm was vt at 230 bpm, 290 bpm, and 260 bpm, respectively at the time of the treatments. The treatments converted the arrhythmias to slower rhythms. Between 1:36:11 am and 1:37:16 am, the patient received 3 inappropriate treatments during supraventricular tachycardia (svt) above the treatment threshold. Svt contributed to the false detection. At 1:50:36 am, the patient received an appropriate treatment during vt at 270 bpm. The post-shock rhythm was bradycardia at 30 bpm transitioning to svt at 150 bpm. At 1:52:23 am the eighth treatment was delivered while the patient was in svt at 150 bpm. The post-shock rhythm was sinus rhythm at 60 bpm. The ninth treatment was delivered at 1:58:34 am while the patient's rhythm was vt at 280 bpm. The post-shock rhythm was bradycardia at 30 bpm transitioning to sinus rhythm at 65 bpm. At 2:01:44 am, the tenth treatment was delivered. The patient's rhythm at the time of the treatment was svt at 170 bpm and the post-shock rhythm was sinus rhythm at 90 bpm with pvcs. An arrhythmia was detected at 2:25:36 am. The ECG shows that the patient was in vt at 280 bpm. The eleventh treatment was delivered at 2:26:07 am while the patient was in vt at 260 bpm. The post-shock rhythm was bradycardia at 20 bpm transitioning to sinus rhythm at 60 bpm. The final treatment was delivered at 3:15:52 am while the patient was in vt at 280 bpm. The post-shock rhythm was asystole with intermittent cardiac activity. The patient remained in asystole for 37 seconds. At 3:16:29 am, the patient's rhythm transitioned to bradycardia at 30 bpm. The patient's last available rhythm shows sinus rhythm at 60 bpm at 1:41:59 pm. The device was shut down at 1:46:49 pm. The patient was reportedly transferred to the ICU and has been intubated. The patient's equipment was returned and was found to be fully functional. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.